Event description:
It was reported that the bd¿ arterial cannula broke from the hub when removing the catheter after surgery. The following information was provided by the initial reporter, translated from chinese: "the director of the anesthesiology department of the hospital reported that when the patient was preparing to remove the catheter after surgery, he found that the catheter was broken in the patient's body. The severed tube has now been removed from the patient, but has caused exceptional trauma and impact on the patient. The arterial indwelling needle is at the end of the operation. After the resuscitation is completed, the arterial indwelling needle is ready to be removed. After tearing the membrane, just about to remove the catheter, there is a lot of blood gushing out. It is found that the catheter is broken near the junction of the root. The catheter was removed, but it was found that the length was inconsistent and there was still a section left in the body, so it was removed a second time. The main feedback problem is the broken pipe near the root junction."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ arterial cannula broke from the hub when removing the catheter after surgery. The following information was provided by the initial reporter, translated from chinese: "the director of the anesthesiology department of the hospital reported that when the patient was preparing to remove the catheter after surgery, he found that the catheter was broken in the patient's body. The severed tube has now been removed from the patient, but has caused exceptional trauma and impact on the patient... The arterial indwelling needle is at the end of the operation. After the resuscitation is completed, the arterial indwelling needle is ready to be removed. After tearing the membrane, just about to remove the catheter, there is a lot of blood gushing out. It is found that the catheter is broken near the junction of the root. The catheter was removed, but it was found that the length was inconsistent and there was still a section left in the body, so it was removed a second time... The main feedback problem is the broken pipe near the root junction."

Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the 6 photos submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for packaged needle (pn) was performed for batch #2115660 (catalog ns682245) ¿ the batch was built in apr-2022 with released quantity of (B)(4) units. ¿ no catheter related qn was raised for this batch. H3 other text : see h10.